Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump successfully and was instructed to continue using it, with advice to call back if the malfunction code reappeared.